Manufacturer narrative:
(B)(4). Investigation summary: the device were not returned for analysis, which prevented a full investigation and analysis of the root cause.

Event description:
The sales rep reported that following completion of biopsy procedure, marker deployment was attempted using 8g micromark. Tip sheared and marker piece was retrieved. A second attempt to mark was made, this also resulted. A second attempt to mark was made, this also resulted in tip shear and the marker piece was retrieved.